Event description:
The customer reported that the precision xtra meter had spontaneously changed the date and time. The customer also reported using the precision link software and the results might be trended incorrectly, due to the date and time issue. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for investigation. A follow up report will be filed once investigation results are available. Customers and retailers have been informed through the letter.